Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and moderately calcified second right postero-lateral segment. A 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However upon inflation at approximately 6 atmospheres, depressurization was encountered. The device was completely removed without resistance and it was then noted that the balloon ruptured. The procedure was completed with a 2.5mm non-bsc balloon catheter and a 3.0mm nc emerge® balloon catheter. No patient complications were reported and the patient's status was good.